Event description:
It was reported a hand piece connection error when burring distal femur, used back-up handpiece to complete procedure. Tested handpiece and it would not connect and was pulled out. Delay greater than 30 minutes was reported but no patient impact involved.

Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed and the reported problem was confirmed. The handpiece is not recognized during handpiece calibration or the handpiece troubleshooting test. There is a short in the internal wiring of the handpiece side of the cable, and the connector will need to be replaced. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is the electrical failure due to the short in the wire. This is indicative of internal wiring wear and tear over time due to cable bending and twisting, and from pulling the strain relief away from the handpiece during the decontamination process. No further containment or corrective actions are recommended at this time.